Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The pocket was reopened, cleaned and an antibiotic pouch was added. After adding the antibiotic pouch, the shock impedance measurements were high. The physician indicated the high measurements were a result of the antibiotic pouch and as the pouch dissolves the measurements will decrease. There were no additional adverse effects reported.

Event description:
It was reported that surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that during explant and replacement of this electrode and s-ICD, upon removal of the device from the pocket, the electrode slid out of the device header without loosening the set screw. It was suspected that the set screw wasn't tightened during the previous procedure to add the antibiotic pouch, or became loose after the procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 used to capture the surgical intervention.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that during explant and replacement of this electrode and s-ICD, upon removal of the device from the pocket, the electrode slid out of the device header without loosening the set screw. It was suspected that the set screw wasn't tightened during the previous procedure to add the antibiotic pouch, or became loose after the procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) continued to exhibit high out of range shock impedance measurements greater than 400 ohms. Additionally, no sensing and mechanical noise was observed. The sensing vector was reprogrammed to primary and appropriate sensing was observed. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. The patient was given a lifevest and the physician was considering options. Available information indicates this product remains implanted and in service.